Event description:
I use the winx sleep machine for my sleep apnea. The winx system utilizes surgical tubing in its system. While the manufacturer states that the tubing should be rinsed with a minimal amount of warm water and the control unit on a weekly basis for cleaning purposes, I am concerned that there is biofilm contamination possible in both the unit and tubing. I have had several bronchial infections in the past 6 months that could possibly have some relationship to cleaning protocols. When I requested information regarding the efficacy of the current cleaning protocol from the manufacturer of the winx sleep machine I have been basically ignored. I have asked them if it was possible to use a on the shelf disinfecting solution. I was told finally that it was okay but if there were any problems with the machine my warranty was void. I asked if there were approved or recommended disinfectants and was told there were none. Asked for many times but never provided.